Manufacturer narrative:
The customer has indicated that the complaint sample will be returned. Once the sample is returned and the investigation is completed, a follow-up medwatch 3500a form will be submitted. Zimmer (B)(4). Device not yet returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the reamer broke inside the chuck while reaming. The surgery was successfully completed with another device. No adverse events were reported.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The power adaptor coupling was broken off and not returned with the device. A visual examination of the complaint sample was completed and found to contain numerous areas of surface deformation attributed to wear from repeated intended use throughout the surface of the device. The device has been in the field for approximately thirteen (13) years and the visual inspection confirmed device is significantly worn. The instructions for use (IFU) instruct the user "manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use". A process review was completed and there were no discrepancies found. No further investigation required. Complaint sample returned to (B)(4) on 25 april 2016. (B)(4).